Event description:
It was reported that, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se was not able to replicate the reported event. The se inspect and reseat all analog device harnesses within the inspiratory module. The se performed calibrations and extended self-testing on the device and all tests passed.